Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the revision surgery, pseudo tumor were observed around the cup and stem, additionally, osteolysis as well.

Manufacturer narrative:
The complaint states the primary surgery conducted at (B)(6) hospital, pseudo tumor was doubted by x-ray and the revision surgery was conducted at (B)(6) hospital. In the revision surgery, pseudo tumor were observed around the cup and stem, additionally, osteolysis as well. The stem, head and liner were replaced. A complaint database search identified previous complaints however a lot specific search could not be conducted as no lot numbers were provided or could be read off the returned devices. The parts were returned and inspected by bioengineering. A report was received stating; with regards to the heard; a (B)(6) taper score of 4 was given, stripe wear was identified, and fine scratches of (B)(4) was noted. With regard to the liner; no impingement or malalignment was noted, fine scratches of (B)(4) was noted, and a goldberg taper score of 1 was given. With regards to the stem; a (B)(6) taper score of 4 for the stem (head) region and a score of 3 for the stem (sleeve) region was given. Brown substance on neck area of stem limited review. The third party was reviewed no manufacturing defect identified. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.